Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) batteries failed to meet runtime. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. Fse installed a new set of batteries and completed a full pm. All tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a